Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient reported that his device is ¿reversed¿ and thought that it could be due to a recall. There were no further complications reported. Additional information was received from a consumer regarding the patient on 2018-apr-10. It was reported that the implant/stimulation stopped working, and that it had not worked since implant. The patient has consequently been taking gabapentin, walking around chewing thorazine, and dealing with the side effects that stem from it. The patient mentioned that he is an amputee and has reflex sympathetic dystrophy. The patient stated that he is on one leg and has had two surgeries on it and needs a new knee replacement for it. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for rsd/causalgia-complex regional pain syn and spinal pain. It was reported that the patient's device was not adjusted properly; the patient was having issues with it. There was a request for a manufacturer representative (rep) to meet with the patient for adjustments. No symptoms were reported. The date the patient started noticing issues with their device could not be obtained during the call. It was noted a rep was going to meet with the patient the week of (B)(6) 2018. Additional information was received from the rep. It was reported that there is not a device issue. The patient was just inquiring who their rep was for reprogramming. No symptoms have been reported to the rep. The rep had spoken with the rep on four different occasions, and each time the rep had redirected the patient to their neurologist to schedule an appointment for reprogramming at the doctor's office. The neurologist was going to schedule an appointment based on the patient's availability but no appointments have been scheduled yet. Additional information was received from the patient. It was reported that the ins was not working and the patient was meeting with a rep for an adjustment. No further complications were reported.